Event description:
It was reported that the home patient (hp) experienced an infection, manifested by cloudy peritoneal effluent and abdominal pain. The patient started to experience abdominal discomfort and pain in the right side of the abdomen during draining cycle of the therapy. As a result, the following day, the patient went to the hospital. While in the hospital the patient was diagnosed with an unspecified infection. The nature of the infection was not reported. The patient was treated with unspecified antibiotics for two weeks. At the time of this report, the patient was recovering from an infection. The patient was recovered from the abdominal pain. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis, manifested by fluid was a little cloudy, pain in right side of abdomen and abdominal discomfort. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. If additional relevant information is received, a follow-up report will be submitted.